Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the celect-pt filter stuck inside the sheath and was unable to deploy. Another filter was successfully placed. No device was returned and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the difficulties in advancing the femoral introducer with filter through the sheath. It is assessed that because any discovered non-conformances were properly dispositioned before release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: customer states filter became stuck inside delivery. Unable to deploy. Had to open new filter to complete procedure. Patient outcome: no patient harm reported